Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of ¿manifesting inflammation lesion of nodule type¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site.

Event description:
Healthcare professional reported a patient was injected by an unspecified healthcare professional with juvéderm® volift¿ with lidocaine in the nasolabial folds and patient returned approximately 6 months later ¿manifesting inflammation lesion of nodule type¿ at the injection site and around the mouth. Treatment of 60 units of hyaluronidase was given 4 days after the apparition of symptoms by the reporting healthcare professional. Symptoms have not resolved.